Event description:
It was reported by the neurologist that the patient was experiencing low impedance. It was reported that the output current was decreased. After output current was decreased, it was noted that the impedance had increased above low impedance threshold. No known surgery has occurred to date. No additional relevant information has been received.